Event description:
Healthcare professional reported a lap-band port "leak". No diagnostic tests have been performed to confirm the alleged "leak" however the surgeon tried to remove existing saline from the device, during an adjustment fill, and noted fluid missing.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. The product associated with this report has been returned however the device analysis has not been completed at this time and the taper type has not yet been identified. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may confirm or determine another connector type associated with this report. No additional info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿